Manufacturer narrative:
Additional information was added to d9:, h3:, h4:, and h6:. H4: the device was manufactured from august 21, 2020 - august 24, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that there was a small speck of white drug residue in the thread of the fill port cap. The device had been filled with fluorouracil at the time of the reported event. The drug residue was determined, to not come from the folfusor product. It came from the drug fluorouracil. There is a one-way check valve, which prevents liquid from exiting the device, and any liquid or white residue observed, on the fill port or threads is a result of drug residual filling. Based on the evaluation finding, the folfusor sample was determined, to be conforming product. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter info: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported white particulate was observed at the additive port (within the thread) of a small volume folfusor. This was observed prior to patient use. The device was filled with 5000mg fluorouracil. There was no patient involvement. No additional information is available.